Manufacturer narrative:
Probe has not been received for evaluation, including root cause analysis, to date.

Event description:
The doctor noted tip of the 25 gauge vit probe broke during the core vitrectomy, with no external stress put on the probe. There was no patient injury or intervention required. The doctor declined to provide any additional information.